Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, while cleaning the evis lucera elite gastrointestinal videoscope with the channel cleaning brush, the tip of the channel cleaning brush separated and remained in the suction conduit of the scope. The tip could not be removed. No patient harm reported. This complaint is related to patient identifier (B)(6) (channel cleaning brush, bw-20t).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The cleaning brush (bw-20t) remained inside the suction channel (about 45mm away from the suction cylinder). Defects such as buckling or scrapes were not confirmed in the suction channel of the scope with the use of ultrathin fiberscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cleaning brush deteriorated. Olympus will continue to monitor field performance for this device.